Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results unable to complete DHR as no lot number was provided. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays with the original case. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - none. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 6.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: · do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Per the reported information, the patient has an allergy to latex. Supplier erkodent reviewed the incident details and stated "it is unusual that a real allergic reaction starts only after 8 days, it could have other causes." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Correction - d9 device available for evaluation / returned to manufacturer.

Event description:
It was reported that the patient had a reaction to the nti-tss plus appliance that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient is experiencing tissue irritation, redness to the lip and tongue, and "allergy headaches". The patient wore the appliance for 15 minutes and the symptoms went away after. The patient is advised to stop using the device and to get an allergy test done with their medical provider for a definitive result.

Manufacturer narrative:
Note: h4 was inadvertently added in the initial report. Insufficient device information was provided to obtain the manufacturing date. CAPA: ca-00016 manufacturer reference: (B)(4).